Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump and high blood glucose levels. Customer's blood glucose level was 721 mg/dl. Customer went to the hospital due to vomiting and high blood glucose levels. Customer advised insulin pump was damaged, the metal fell and the display screen cracked. Customer declined to troubleshoot for high blood glucose levels. The insulin pump will be returned for analysis.